Event description:
It was reported that in-stent occlusion occurred. An angiojet solent omni catheter was selected for use to treat acute femoral-popliteal thrombosis located in 2 (two) proximal 6x80mm eluvia stents and 1 (one) distal 5x80mm innova stent implanted in the superficial femoral artery (sfa). There was complete occlusion of the eluvia stents. Prior to the procedure, the patient was properly hydrated. 20mg of actilyse were infused during powerpulse mode, and the total run time of the angiojet solent omni was six minutes in which the device functioned as intended. After powerpulse, the patient experienced foot pain but that rapidly recovered following the procedure. The procedure was completed with the angiojet device, along with plain old balloon angioplasty (poba) and a drug-coated balloon (dcb) on the proximal and distal stent. Following the procedure, the patient was hospitalized for 3 days for hemolysis and acute pancreatitis. The patient was fasting and well hydrated during the hospitalized stay. The physician assessed the hemolysis and pancreatitis to be related to the use of the angiojet solent omni. The were no further patient complications, and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.